Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - a partial UDI is being reported because the lot number was not provided. There was no reported device malfunction, and the product was not returned. The reported patient effect of occlusion is listed in the supera instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication the reported patient effects were caused by, or related to the design, manufacture or labeling of the device. A review of the lot history record could not be performed because the lot number was not reported. The 4.5x120mm supera referenced is being filed under a separate medwatch MFR number.

Event description:
It was reported that two supera stents (4.5 x 120 mm, 5.5 x 100 mm) were implanted on (B)(6) 2015. On an un-specified date, it was found that the stents were occluded; therefore, an additional procedure was performed on (B)(6) 2015 for treatment. Balloon angioplasty was performed and the patient had a good outcome. No additional information was provided.